Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the silastic overmold was sliced at the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed kinked electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passes the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing non-auditory stimulation. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. The recipient's facial nerve stimulation resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.